Event description:
A malfunction occurred, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level, staying below 500 mg/dl. Technical support provided assistance to reset the pump, which resolved the issue, allowing the customer to continue using the pump without recurrence of the malfunction code. The customer was advised to contact support again if the issue persisted, and they acknowledged the instructions.